Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken pieces measured approximately 1.22 mm x 8.13 mm and 1.34 mm x 2.65 mm and were returned with the instrument. The grip base for the grip with the cracked molded insulator did not appear to be bent.

Event description:
It was reported that during a da vinci-assisted surgical procedure, scratches and cracks on the blades of the fenestrated bipolar forceps were noted. A fragment fell into the patient and was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. No additional surgical procedures were required to remove the fragment. There were no post operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completely robotically with no injury to the patient the patient has not returned to the hospital due to experiencing any postsurgical complications related to foreign objects. The instrument and the fragment are not available for return. There are no photographic images of the device or a video recording of the procedure available for isi review. No further information is available.